Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired at 121,988 joules. Additional info reported by the customer was during set-up an aim test was performed and the beam was visible. During the procedure, there was a small spark or explosion at the fiber tip. There was no error codes that were displayed on the console. The pt did not experience any difficulties due to this event. The user did not experience any injury from the use of the system.